Event description:
Patient reported "swollen lymph nodes", "bothersome", "making [the patient] sick", "feels like [the patient] has cat toys in [the patient's] breast", "pain", "crinkling", "uncomfortable", "headaches", "hives", "brain fog", "thinning hair", "swollen lips", "neuropathy", "problems sleeping", "joint pain", "cant swallow" and "tongue scalloping". This record is for the left side. The device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late.